Event description:
It was reported that the patient was asking on how to determine if the battery on this implantable pacemaker was low. Boston scientific technical services (ts) referred the patient to the physician. To date, this device remains in service. No adverse patient effects were reported.